Manufacturer narrative:
The device was not evaluated yet. A follow up medwatch will be submitted once the investigation is completed.

Event description:
It is reported that the universal modular electric/battery double trigger handpiece, serial number (B)(4), does not turn off. No patient involved with this event since the defect has been noticed during the inspection of the device.

Manufacturer narrative:
Universal modular electric/battery double trigger handpiece, part number 89-8507-400-00, serial number (B)(4) was returned for complaint investigation. Upon receipt, it was confirmed that there was a leak at the level of battery support. Battery support was replaced. The trigger/controller boards wire was replaced for update. The controller board and the heat shrink were replaced for repair purpose. The reported defect "the handpiece does not turn off" was not confirmed. The product was returned to the customer.